Event description:
It was reported that the lead was explanted and replaced due to dislodgement. Twiddler's syndrome suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.